Manufacturer narrative:
The axium prime coil will not be returned for evaluation at implant coil remains in the patient and pushwire likely discarded; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2018-00704 2029214-2018-00705. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). Another axium prime coil would not detach with two different instant detacher. It was reported that during procedure, the physician delivered medtronic microcatheter and inserted the coil first axium prime coil. The physician tried to detach the coil with the instant detacher, but the coil did not detach. Manual detachment was attempted but still the coil was not detached. For that reason, the physician decided to remove the axium coil and started pulling the pushwire. Then the coil got detached when about 1cm was pulled. The coil was implanted in the patient and pushwire was removed from the patient. Additionally, another axium prime coil was inserted, and the physician tried to detach the coil with the same instant detacher, but this coil also did not detach. New instant detacher was used but still the coil was not detached. The axium was slowly removed from the patient, and new coil from different manufacturer was used to complete the procedure. No patient injury was reported.